Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. The devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that one of the patient's leads was not working and the other lead was not capturing the right areas. The patient underwent a revision procedure wherein the leads were replaced. Device malfunction was suspected with the explanted leads. The patient was reportedly doing well postoperatively.